Event description:
The following information was provided by the cook area representative based on comments made by the user: during a colonoscopy, the physician placed a cook disposable hemostasis clip in the tissue. The colon was inflated. The clip started to give and eventually broke. The physician used another of the same device to complete the procedure. The physician retrieved all the pieces of the broken clip and nothing remained in the patient. There was no harm to the patient. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product was returned to our approved clip supplier for evaluation. Based on that evaluation we can provide the following information. Only the tip of the device was returned for evaluation. One half of the clip was observed to be broken, but the other half remained intact. One side of the housing was observed to be broken at the distal ends of the slots and it was bent outwards. The jaw gears were verified to be assembled correctly. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. However, the supplier's evaluation suggests that the most likely root cause for the clip to break was a cracked housing. The instructions for use state that the clip must remain closed during introduction into, advancement through and removal of the endoscope. It the clip is open, damage to clip and endoscope may occur. Prior to distribution, all disposable hemostasis clips are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.